Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the left drive wheel fell off of the chair while end user was in the chair.